Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed that when interrogating a platinium implant with smartview 3.04 version and when clicking on the 'report' tab, the user interface of the previous programmer software version or the new user interface can be alternatively displayed. This behavior is also observed when reviewing platinium patient files, and is reproduced on both smarttouch tablet and orchestra plus programmers.

Event description:
Reportedly, it was observed that when interrogating a platinium implant with smartview 3.04 version and when clicking on the 'report' tab, the user interface of the previous programmer software version or the new user interface can be alternatively displayed. This behavior is also observed when reviewing platinium patient files, and is reproduced on both smarttouch tablet and orchestra plus programmers. Preliminary analysis results confirmed the observed behavior and revealed that it was due to the fact that if the user rapidly clicks on the 'report' tab at the beginning of the interrogation, a parameter cannot yet be set to its correct value.